Event description:
It was reported that the screen of the programmer was freezing up and that the programmer was unable to be used. It was further requested that the software be upgraded and that any other damage found be repaired. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the screen of the programmer was freezing up and that the programmer was unable to be used. It was further requested that the software be upgraded and that any other damage found be repaired. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer froze up and was unusable. The software was upgraded per the customer's request. Analysis did find that the system fan was noisy and it was replaced. Product ID: 229047 software analyzer. (B)(4).